Event description:
It was reported that during an interventional stenting procedure in an acute myocardial infarction patient in a lesion located in the proximal circumflex coronary artery described as 99% stenosed, moderately tortuous with moderate calcification, the vessel was pre-dilated with a 2.75mm balloon catheter and a 3.0 x18 mm xience v stent was implanted. The voyager nc 3.0 x 15 mm was advanced without resistance for post-dilation, however, upon the first inflation, with an inflation device to 12 atmospheres, the balloon ruptured. The voyager nc was removed from the patient's anatomy without resistance and a new balloon catheter was used for post dilatation. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide catheter: 6f heartrail jl4.0, stent: xience v 3.0 x 18 mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.